Manufacturer narrative:
An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the reported type iiia and type iiib endoleaks were unconfirmed. The clinical evaluation also shows reasonable evidence to suggest that on (B)(6)2014 the patient underwent a secondary endovascular procedure for coiling of the left accessory renal and internal mesenteric artery due to a type 2 endoleak (non - device related failure). Also this patient had post operative hypotension following the ovation reline procedure on (B)(6)2020. The procedure related harm for the re- intervention identified hypotension. The final patient status remains unknown and was not made available to endologix. During the investigation, endologix found reasonable evidence to suggest the device was used off-label due to the concomitant product use of a right internal iliac stent which could have contributed to the reported event. The most likely causation for the reported event is device-related due to the use of strata material. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately six (6) years post initial procedure, the patient presented at routine surveillance with a type iiia endoleak and a potential iiib endoleak on an unknown date. The physician plans to re-intervene with an ovation endograft, and the patient status is currently unknown. Additional information: a re-intervention was completed. The physician elected to reline the original implanted devices with ovation ix abdominal stent graft system (one main body and three iliac limbs) to resolve this event.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately six (6) years post initial procedure, the patient presented at routine surveillance with a type iiia endoleak and a potential iiib endoleak on an unknown date. The physician plans to re-intervene with an ovation endograft, and the patient status is currently unknown.